Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Functional testing was performed. The reported issue was unable to be repeated. A high alarm was displayed. The pump stopped the reminder and acknowledged messages were found in the pump's event history logs. It's recommended the downstream occlusion sensor to be replaced.

Event description:
It was reported that a smiths medical pump is not detecting downstream occlusion. No adverse patient effects were reported.